Manufacturer narrative:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. However, it was also noted that the unit will come back up and work fine as well and that the biomed believed that the staff was kicking it and turning the unit off. The biomed was going to confirm if data was being lost or not. Qa has contacted the customer to get clarification on the matter, but they have been unresponsive. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. However, it was also noted that the unit will come back up and work fine as well and that the biomed believed that the staff was kicking it and turning the unit off. The biomed was going to confirm if data was being lost or not. Qa has contacted the customer to get clarification on the matter, but they have been unresponsive. No patient harm was reported.